Event description:
The user facility reported a 80-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that hrpci (high risk percutaneous coronary intervention) was not performed due to left ventricle (lv) perforation post impella cp insertion. Impella loaded onto the 0.18 wire and positioned in the lv without issue. Impella started and flows would not increase past p-5. Lv waveform extremely negative and suction alarms were present. Volume given and issues persisted. Echo - echocardiogram (ultrasound) - demonstrated a large pericardial effusion. The patient was prepped for pericardial tap and impella cp weaned down for explant. The impella was explanted without any issues. The patient was intubated in the cath lab and opened sternotomy pericardial window performed. Multiple blood products were given to support the patient. During impella insertion the physician felt some tension on the wire as he was crossing into the lv, but everything appeared fine on fluro. Suspects this could be how the lv perforation occurred even though best practices were utilized during implant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation of ventricle perforation has been completed. The impella device was not returned for evaluation. No product was returned for analysis. The root cause of the ventricle perforation is most likely due to guidewire puncture as the clinical stated that the physician felt resistance on the wire when crossing the lv and thought that is how the puncture may have occurred. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-06222. B2 death (patient was in critical condition) was inadvertently selected, changed to required intervention to prevent permanent impairment/damage. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing. H5 labeled for single use changed to yes. H6 component code revised from the initial submission in accordance with updated procedures. H6 code 2135 was reported incorrectly. New codes were added to health effect - clinical code and health effect - impact code. Instructions for use: impella cp with smartassist system use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings and cautions: warnings. Section: pre-support evaluation. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. In instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Impella cp with smartassist system use during cardiogenic shock. Section: warnings and cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings and cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿